Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys tsh on a cobas e411 rack analyzer. The specific date of the event is not known. The first sample initially resulted in a tsh value of < 0.005 mu/l with a data flag and it repeated as 0.078 mu/l. The second sample initially resulted in a tsh value of < 0.005 mu/l with a data flag and it repeated as 1.996 mu/l.

Manufacturer narrative:
The tsh reagent lot number and expiration date were requested, but not provided. Pipette tips were found in the tsh reagent. The field service engineer replaced tubing, probes, and a mixer. The reagent rotor and sample probe were adjusted. The liquid level detection was adjusted. Pinch tubing was replaced. A system volume check was performed. The customer replaced the tsh reagent. Calibration and controls were acceptable. The investigation determined the service actions resolved the issue. The issue is consistent with a worn or fatigued sample probe, leading to misalignment.